Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06861 / 06862).

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2014 allegedly due to metal reaction as a result of metal on metal articulation. The modular head, acetabular cup and taper adapter were removed and replaced.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2014 allegedly due to metal reaction as a result of metal on metal articulation. The modular head, acetabular cup and taper adapter were removed and replaced. Additional information received from patient's legal counsel reports patient allegations of pain due to metallosis with staining of the surrounding periarticular tissues. Additional information received in patient medical records reveal the initial total hip arthroplasty occurred on (B)(6) 2009. Additional information received in patient medical records reveal the revision on (B)(6) 2014 was due to pain. The patient's operative report noted evidence of staining tissues. Additional information in patient medical records revealed patient's blood was tested on (B)(6) 2014.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6), 2009. Subsequently, patient was revised on (B)(6), 2014 allegedly due to metal on metal articulation. The modular head, acetabular cup and taper adapter were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿intraoperative or postoperative bone fracture and/or postoperative."

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2014 allegedly due to metal reaction as a result of metal on metal articulation. The modular head, acetabular cup and taper adapter were removed and replaced. Additional information received from patient's legal counsel reports patient allegations of pain due to metallosis with staining of the surrounding periarticular tissues.